Event description:
It was reported that the composite piece of lap scissors (cev605g) is broken in several pieces. They saw it before the procedure and there was no patient impact.

Manufacturer narrative:
(B)(4). Two devices of the same lot were returned. A visual examination confirmed the breakage and determined that excessive force had been applied on the instruments by the customer. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.